Manufacturer narrative:
Zoll has not received the cool line catheter for investigation. A follow-up report will be submitted when the product is returned and investigation has been completed. Seems that the patient could receive amount of one bag of sterile saline. Administration of sterile cold saline i.v. Up to 1.5 l is one of the common methods of treatment at the hospitals and should not harm a patient. The fluid ran into the patient's vasculature is an anticipated event. No patient's effect was observed. Death not related to zoll device. The date of death is unknown.

Event description:
The patient was hospitalized post-cardiac arrest in the field after the motorcycle accident with the traumatic brain injury (tbi). The cool line catheter was inserted into the patient's left femoral vein. During the ivtm therapy, the user observed an empty saline bag due to the catheter leak. No further information was provided by the customer. The patient was diagnosed as brain dead.